Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown smooth silicone breast implants which the patient is reporting autoimmune problems, hair loss, fatigue, chronic infections, brain fog, anxiety, depression, cold fingers toes, swollen note, muscle pain, arthritis. Patient indicated she had done ultrasound examination on the left side and the diagnosis indicated swollen note tuck, muscle pain, arthritis. These issues occurred after the implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that this complaint is a duplicate of manufacturer report number:1645337-2020-14871. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 20 2021 additional information received indicated that date of implantation was on (B)(6) 2010. Manufacturer¿s reference number: (B)(4).